Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Event description:
Customer reported that they draw anesthetic 3 times and every time part of the rubber membrane goes into the syringe. Discarded. Throws away syringes with membrane piece. Was surgery or therapy delayed while the patient was under anesthesia? Yes - no harm reported. How long was the delay if the patient was under anesthesia? (Enter in minutes) 10 minutes no other information available.